Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer addressed high blood glucose by using a correction injection via multiple daily injections and did not require third-party assistance. Customer initially did not complete necessary steps to remove air from the cartridge or use room temperature insulin. Customer acknowledged instructions on proper cartridge handling. Technical support confirmed the customer saw insulin drops at the end of the tubing, completed the load procedure, and resumed insulin therapy.